Event description:
Since having breast implant surgery rptr has become chronically fatigued and has extensive arthritis. Before the implant rptr jogged 3 to 5 miles a day. Rptr finally couldn't do this at all because of pain and fatigue. Rptr had to quit part-time job in 1988 because of this. Rptr is contemplating having the implant removed but has not done so.